Event description:
Physician was trying to remove the sheath at the end of the procedure. He pulled on the hub of the introducer with much force. The hub separated from the catheter body. Nurse had to race to find product to stem blood flow. The physician pulled catheter out by catheter body. No adverse effect post procedure. Based on the information provided, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Blood loss is not listed in the instructions for use. Separates is not listed in the instructions for use. Event is still under investigation.